Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred during a coronary diagnostic procedure. The procedure was completed as planned by restarting the system. No harm to the patient or user was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting determined that the system's m cabinet network switch was unstable and system software had crashed. The fse replaced the network switch, reloaded the entire system software, and performed the necessary configurations and adjustments. After these repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It was reported to philips that intermittently the system hung up. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.